Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the date of the implant was (B)(6) 2025. The cause of the battery no longer functioning was the device being nine plus years old. It no longer took a charge. The device was replaced, and the issue resolved. The status of the device was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported about 8-9 months ago they were going on a long trip and, since their back wasn't bothering them and they weren't using the device at times it wasn't problematic and they chose not to bring their charger with them. Patient reported recently they have had some back issues and pain so they went to use their device and all of the external equipment is charged but they are unable to connect to their implant. Patient stated they last charged the implant probably 9 months ago. Agent reviewed likely over discharge as well as role of rep and the patient was redirected to hcp to further address. Additional information was received from the patient. It was reported that the cause of the issue was due to the battery was no longer functioning. The pt tried recharging and reprogramming, but nothing worked. The issue is not resolved, the plan is to remove and reinstall a new battery unit.